Event description:
Healthcare professional reported that a patient was injected in the temple and cheeks with juvéderm® voluma¿ xc, and juvéderm® volbella¿ xc in the lips about a month ago. One week later the patient was injected with skinvive¿ by juvéderm® in the cheeks. The patient developed bumps that appeared immediately following the skinvive¿ by juvéderm® injection and worsened over time. On the 1st fup the swelling had subsided somewhat, but there were still palpable or visible nodular areas that seemed to outline the skinvive¿ by juvéderm® injection pattern that appeared larger than would be expected based on the amount injected. The hcp noted that the areas were not red or inflamed at that point and there was no infection. However, the injector pointed more toward the reaction associated with skinvive¿ by juvéderm® rather than a general filler placement issue. Injector also questioned whether giving skinvive¿ by juvéderm® one week after the initial injections may have contributed to nodules since there was only a short interval between treatments. Hcp was concerned about a possible product-specific inflammatory response.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.